Event description:
It was reported that an angio-seal was selected for use in the common femoral artery (cfa). The patient had a weak lower extremity pulse. Thirteen days later, the patient returned to the hospital for an up and over procedure to remove the occlusion. The physician aspirated a white substance presumed to be a thrombosis. The patient was discharged the next day. The patient was reported in good condition. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.